Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported having to wear glasses to see certain sized print after cataract surgery with an intraocular lens (iol) implant. Ten weeks later, a yag capsulotomy was performed. Approximately one year later, a sulcus fixated secondary iol was implanted. Additional information was provided by the consumer, who reported that she is still having trouble driving at night, still wearing glasses for reading small print and trouble with her far vision. The information provided indicates that the consumer informed the optometrist that she was having trouble reading one week following the left eye (second eye) iol implantation procedure. The examination impression was documented as hazy cap/pco right eye stable. Two weeks later, the consumer informed the optometrist that she was still having trouble with fine print. The lens portion of the anterior segment exam is documented as 1+ pco both eyes and the impression was documented as hazy cap/pco right eye stable and unspecified disorder of refraction and accommodation both eyes - new. Ten days later, the consumer informed the surgeon of decreased near vision in both eyes. Approximately one month later, the consumer informed the surgeon of blurry vision, glare, haze and foggy vision both eyes. Two days later a yag capsulotomy was performed on the right eye and five days later on the left eye. Approximately three weeks following the yag capsulotomy, the consumer informed the optometrist of slight improvement in vision, however she is still having a hard time with very small print. Her eyes feel swollen all of the time and she experienced floaters that are no longer there. The examination impression is documented as dry eye syndrome both eye ¿ new. The optometrist advised the consumer to start using artificial tears in both eyes, apply hydrocortisone and cold compresses on lids. They also discussed decreasing bimatoprost ophthalmic solution use, possibly causing side effects. Six months later, the consumer informed the optometrist that the eyes feel a lot better. Three months later, the consumer informed the optometrist that she does not see well, sometimes the eyes get dry or itchy when tired. She still sees a spider web at night around the lights. Approximately three weeks later, the consumer informed the surgeon that she is having to use reading glasses more than she would like and sometimes having to use a magnifying glass to see the small print. The surgeon recommended that the consumer try contact lenses. The consumer¿s vision was much better with the contact lenses. Three weeks later, a sulcus fixated secondary iol implantation procedure was performed on both eyes. Approximately three weeks later, the consumer informed the surgeon that reading is not as good as she was hoping. Two months later, the consumer informed the surgeon that her distance vision is not good and her near vision is only good in one spot. One month later, there was no improvement and the consumer started another contact lens trial. Two months later, the consumer discussed her concern with the surgeon. She has been doing a few contact lens trials and she has had a few limitations. Her biggest concern is the distance vision. Reading is great. Night vision is uncomfortable and is having a hard time seeing the students in the back of her class. A mini radial keratotomy was performed on the left eye the following day. Two weeks later, the vision had slightly improved and was still able to read without glasses. The last examination provided indicates that approximately three months later, the consumer reported that her distance vision has gotten better and reading is still good. She does not have to use reading glasses, just has to hold at a certain focal length. The surgeon recommends that she keep her eyes moist with artificial tears and return in two years. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.